Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the needle overmold assembly was bent. The suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation found that the deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast fix was deployed but the t2 implant could not be deployed. The implant t1 was removed from the patient with tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast fix was deployed but the t2 implant could not be deployed. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.